Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted colectomy surgical procedure, the surgeon reported that the monopolar curved scissors (mcs) was not following the commands due to a loose wire. The mcs had to be replaced with another instrument to continue the surgical procedure. The mcs had two lives. The procedure was completed with no reported injury.